Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample with the simplexa covid-19 direct assay due to a possible contamination event. Even after decontamination by the customer, they believe the contamination still persists. Run analysis of the simplexa results are as follows: (B)(6) 2022 @1315: sample ID (B)(6): not detected. Sample ID (B)(6): not detected. (B)(6) 2022 @1538: sample ID (B)(6): ic not detected. Amplification curve started at 16000 c/ml at CT = 1 before a sharp decline to zero and then never crossed the detection threshold. Sample ID (B)(6): ic failure due to ec515 error (early CT = 20.3). Sample ID (B)(6): orf1ab (10.6). (B)(6) 2022 @0913: sample ID (B)(6): s gene (15.3) orf1ab (16.1), ic failed due to ec515 (early CT = 15.8) sample ID (B)(6): ic not detected. Amplification curve started at 8000 c/ml at CT = 1 before a sharp decline to zero and then never crossed the detection threshold. (B)(6) 2022 @0858: sample ID (B)(6): not detected. The customer had alleged contamination caused the false positive result on sample ID (B)(6) due to the multiple ec515 errors showing very early cts, which indicates a possible contamination event. All 4 runs were from one instrument 2d0440. Other samples that were run before and after the alleged false positive / ec515 error runs showed no false positive or ec515 errors. It is unlikely the reagent caused these false positives since other samples remained negative with the same reagent lot on the runs before and after the ec515 error runs. Batch record review showed the critical component, reaction mix mol4151 lot# x13745n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in any of the targets. No malfunctions occurred during qc release testing. Retains of the reaction mix lot mol4151 lot# x13745n were not tested since other samples on separate runs with the same reaction lot were not impacted and only the runs with ec515 errors had suspected false positives. Due to the ec515 errors, the mol1455 disc lot p14918n was tested for possible leakages on (B)(6) 2022 and no disc leakages were observed. Disc leakage was not confirmed. The customer was instructed to thoroughly decontaminate their instrument and workstation to see if there is an environmental cause of the alleged false positives. The customer has yet to respond as of (B)(6) 2022. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint for false positive on mol4150 lot# x13935n.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample with the simplexa covid-19 direct assay due to a possible contamination event. Even after decontamination by the customer, they believe the contamination still persists. Although the positive results were reported to a clinician, the customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.